Event description:
During a pulmonary vein isolation ablation procedure skiving occurred. While introducing the transseptal needle into the introducer resistance was noted. The sheath set was removed and flushed. Following flushing skived material was noted. The procedure was continued with the same needle and sheath set. There were no adverse patient consequences.

Manufacturer narrative:
One swartz braided introducer sheath and dilator were received for evaluation. There was no resistance noted when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. However, the dilator tubing was cut lengthwise and evidence of skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving was not conclusively determined.